Event description:
Supplier representative was contacted by end-user who is hearing impaired, that there was a red irritated area under her wafer. No other information received due to end-user's difficulty hearing the supplier representative over phone line.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that supplier representative will contact home health agency to have nurse visit end-user, and in turn home health nurse will contact convatec after evaluation of end-user. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.